Manufacturer narrative:
Event date: (B)(6) 2018. On date of this report: 02/jan/2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had a broken screen. Patient involvement: no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 30jan2019. Serial number: (B)(4). Date rec'd by MFR: 30jan2019. The serial number of the device was provided (B)(4). The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the touchscreen and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 06 may 2019. Manufacture date: 03 may 2019. A touchscreen user interface assembly was returned for analysis. A visual inspection of the returned component was performed and found a line/crack damage on the screen front. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage on the front screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.